Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseats the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) about issue with image upside down. Site resolved the issue with no related error noted in logs. Tse advised if issue reoccur to remove scope from arm and rotate to desired orientation and then cancel guided tool change (gtc) and proceed. The procedure was completed with no reported injury.